Event description:
It was reported that pump displayed malfunction code 24 that could not be reset, with no notable events occurring before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer technical support arranged pump replacement and collected required information for replacement in a separate malfunction case, and no further outcome details were available.